Manufacturer narrative:
(B)(6). (B)(4). Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a drill bit broke on (B)(6) 2016 during an open reduction internal fixation of a left distal tibia fracture. While drilling to implant a screw, the tip of the drill bit broke off and was retained in the patient. It was reported the drill bit may have hit another screw or k-wire. Another instrument was available to complete the procedure. There was no additional medical intervention or surgical delay. It was reported that the procedure was successfully completed and that the patient's outcome was stable. This report is 1 of 1 for (B)(4).